Event description:
It was reported that the pt had a loss of therapeutic effect with no pain coverage in the thigh after slipping. It was reported that when the pt slipped, she did not fall or have any trauma. X-rays were performed and, it was noted that the right lead had slipped down 5mm. Additional information has been requested, but was not available as of the date of this report.